Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-00363, and 3005099803-2016-00364 for the associated device information. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophagogastroduodenoscopy (egd) procedure for esophageal varices on (B)(6) 2016. The complainant reported that the target tissue was friable but the patient was not bleeding or hemodynamically unstable prior to the procedure. During the procedure the physician was able to fire the first two bands of the first speedband superview super 7 device (captured by manufacturer report # 3005099803-2016-00363) onto the varices but was unable to fire any additional bands. The first speedband superview super 7 device was removed and the second speedband superview super 7 device (captured by manufacturer report # 3005099803-2016-00364) was loaded onto the scope and inserted into the patient. Again the physician was able to fire the first two bands of the device but then was unable to fire any additional bands. The physician discontinued the procedure and sent the patient for a transjugular intrahepatic portosystemic shunt (tips) procedure on (B)(6) 2016. The patient died following the tips procedure. According to the physician the patient's cause of death was a variceal bleed; it could not be confirmed, however, if the physician believed that there was a relationship to the issue encountered with the device. Boston scientific has been unable obtain additional information regarding the circumstances surrounding the patient's death to date. Should additional relevant details become available a supplemental report will be submitted.